Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set tap not sticking during shower event on 06-april-2024. Cause product not adhering due got wet. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
Initial and final MDR 1904311 - MDR 8021545-2024-01788 - device 4 of 4. E1: patient city: (B)(6). Patient country: (B)(6).